Event description:
It was reported that the spinal cord stimulating electrodes were removed. The pt's status was undetermined. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).